Event description:
It was reported that the right ventricular (rv) lead was undersensing r-waves. The patient reported dizziness on and off as well. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2013; 1258t, competitor implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and indicated an r-wave amplitude measurement issue. R-wave amplitudes are either undefined or less than 1.5 mv beginning the week ending (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.